Manufacturer narrative:
Combination product: yes.

Event description:
The stent was deployed in the ostium of the rca with approximately two-thirds of the stent located in the aorta outside the rca which was unsatisfactory. An attempt was made with guide and snare to remove the stent. On manipulation the stent was noted to be dislodged from the rca and could not be located anymore.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was available for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing related root cause was determined. It should be noted that, according to the IFU, orsiro is indicated for improving coronary luminal diameter in the native coronary arteries with a reference vessel diameter of 2.25 mm to 4.0 mm. Further, pre-dilatation of the lesion is mandatory.